Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(4) 2016 - we were notified that on (B)(6) 2016, this lead was repositioned again due to dislodgement. The lead remains implanted. The UDI number was also corrected.

Manufacturer narrative:
(B)(4)

Event description:
There was an lv lead revision done due to dislodgement. This lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.